Manufacturer narrative:
Device will not be returned as it remains implanted if additional information becomes available it will be provided on a supplemental report. Product remains implanted.

Event description:
The customer reported a fracture at the distal part (the third screw of the dhs) resulting in hospital readmission from (B)(6) 2016.

Manufacturer narrative:
The reported incident that standard lag screw omega 85mm length was alleged of issue s-12 (implant breakage after surgery) could not be confirmed. Based on the discharge letter a fissure at the distal part of the dhs was observed. The consultation of the received CT scans shows that the implants are all intact. The root cause can be attributed to a patient related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported a fracture at the distal part (the third screw of the dhs) resulting in hospital readmission from (B)(6) 2016. Additional info: patient reported an increase in pain. Therefore hospital readmission from (B)(6) 2016 because of a fracture at the distal part (the third screw of the dhs). The patient is treated conservatively with a 6 week bed-chair policy based on x-rays and CT. As per further information received, on the x-rays some collapse was observed and possibly a fissure at the distal part of the dhs. For further analysis a CT scan was done on which the fracture at the third screw was observed. Despite several times requested no CT scan records were received.